Event description:
The consumer alleges the heated humidifier caught fire while he was sleeping. No serious injury is alleged.

Manufacturer narrative:
Consumer alleges fire to the product and reportedly has the device at his office. No injury and/or property damage has been reported. Device history reviewed and no history to suggests a product problem. MDR filed as a conservative measure.